Event description:
The customer reported the unit shuts down on ac power and the battery is low.

Manufacturer narrative:
(B)(4). The customer reported the unit shuts down on ac power and the battery is low. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.